Event description:
Upon the rn priming IV fluids, the b. Braun IV tubing for the b. Braun pump began to leak the fluid even while clamped. The rn inspected the IV tubing set and detected it was leaking from one of the hubs under the port. The IV tubing set was not utilized and discarded.